Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted on the leaflets. A second mitraclip was selected for additional mr reduction, when the clip was placed on the leaflets the mean pressure gradient (mpg) increased to 10 mmhg. The clip was removed from the patient and a replacement clip was selected. A mitraclip ntw was advanced within the patient, upon grasping the mpg increased to an unacceptable level so the clip was attempted to be removed from the patient. While retracting the clip it became entangled with the leaflets. Troubleshooting was performed successfully and the clip was able to be removed successfully. After the clip was removed from the leaflets it was identified that the grippers would no longer actuate. The clip was removed from the patient and the procedure was discontinued. The final mr was grade 3+. There were no adverse patient effects or clinically significant delays reported.